Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported during a call the monitor screen went blank with a solid red x, the device would not pass opcheck. There was no adverse patient impact.

Event description:
The customer reported during a call the monitor screen went blank with a solid red x, the device would not pass opcheck. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.